Event description:
It was reported that on (B)(6) 2007, the patient underwent a xience v stenting procedure in the mid left anterior descending artery (lad) with one 3.0 x 28 mm stent and in the distal left anterior descending artery with one 2.5 x 18 mm stent and one 3.0 x 08 mm stent. On (B)(6) 2011, the patient was hospitalized with unstable angina and elevated cardiac enzymes. The patient underwent ischemia driven percutaneous coronary revascularization in the proximal lad for restenosis. The patient's condition resolved on (B)(6) 2011 and the patient was discharged. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: stent: xience v 2.5 x 18 mm, xience v 3.0 x 08 mm; other: aspirin, clopidogrel. There were no reported product deficiencies. The reported patient effects of angina, stenosis/restenosis, and ischemia are listed in the xience v everolimus eluting coronary stent system spirit IV instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.